Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been updated with this report.

Manufacturer narrative:
The pump passed the displacement test, rewind and basic occlusion test. There was no motor error alarm noted. The pump was unable to prime during prime test due to faulty force sensor resistor. The pump was unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor passed the motor test. The pump had minor scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer's spouse reported via phone call of issues with motor error alarms on the customer's pump. The customer's blood glucose level at the time of incident was 230mg/dl. Troubleshoot was conducted. The customer was advised to discontinue use of the pump and that it would have to be replaced and returned for analysis.